Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that in december, the 5th, the device rose to the top of the skin. And in the beginning of april they had a revision for a whole new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.